Event description:
It was reported that following implantation of a urethral support sling and anterior mesh product in (B)(6) 2010, the pt is experiencing urinary incontinence. The pt indicated that her physician told her that the device has shrunk. The physician's name and info were withheld by the pt. No add'l details regarding diagnosis or treatment was provided by the pt.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and nothing was found that may have caused or contributed to the reported event. The instructions for use which accompanied this device stated in the adverse event section: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." The instructions for use were amended in 2/2010 to indicate in the adverse events section: "complications associated with the proper implantation of the sling may include, but are not limited to: inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).